Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving higher readings on their adc freestyle libre sensor scan versus readings obtained on an unknown competitor brand meter. Customer reported sensor scan results of 18.00 mmol/l and 10.70 mmol/l compared to competitor brand meter results of 5.2 mmol/l and 2.2 mmol/l. Customer further reported feeling hypoglycemic and sweaty. The customer indicated that he was incapable of self-treating and self-presented to a healthcare provider. The customer reported that he was treated with glucose in an oral gel (¿hypo gel¿) and diagnosed with hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Observed the sensor plug was properly seated in the sensor mount. Removed the sensor plug assembly and performed visual inspection, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving higher readings on their adc freestyle libre sensor scan versus readings obtained on an unknown competitor brand meter. Customer reported sensor scan results of 18.00 mmol/l and 10.70 mmol/l compared to competitor brand meter results of 5.2 mmol/l and 2.2 mmol/l. Customer further reported feeling hypoglycemic and sweaty. The customer indicated that he was incapable of self-treating and self-presented to a healthcare provider. The customer reported that he was treated with glucose in an oral gel (¿hypo gel¿) and diagnosed with hypoglycemia. There was no report of death or permanent injury associated with this event.